Event description:
It was reported patient presented in emergency room after receiving inappropriate hv therapy due to post-sensed t wave oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.